Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. The customer's blood glucose was 321 mg/dl.